Event description:
Consumer purchased multi-color contact lenses on two occasions. Pt did not have a prescription. The contact lenses were sealed in a solution but consumer still experienced discomfort from using them. Symptoms: headache, eye irritation.